Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, the tip of the handle was broken and has been left in the punch.

Manufacturer narrative:
An event regarding the fracture of a threaded tip on a scorpio handle was reported. The event was confirmed. Method and results: device evaluation and results: the handle fractured through the threaded tip at the root diameter of the thread closest to the body. The threaded tip of the handle remained engaged within the female threads. The fracture originated from multiple locations and occurred over multiple loading cycles. Medical records received and evaluation: there is no evidence patient factors were involved in the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the lot referenced. Conclusions: the investigation concluded that the tip of the scorpio handle fractured in fatigue.

Event description:
During tka surgery, the tip of the handle was broken and has been left in the punch.